Event description:
It was reported that the insulin pump overdelivered insulin. Customer stated that he was using the bolus wizard and hit the esc button to cancel the bolus delivery. Customer was paying attention to the insulin pump and if not, he would have had a hypoglycemic event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.